Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and rectocele. It was reported that the patient had a posterior repair, enterocele repair with large transverse defect and advantage implant on (B)(6) 2009.